Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 172 mg/dl at the time of the call. The customer was given juice, food, glucose tablets, and d50 to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported damage to the pump drive support cap, a dull screen, and burn marks on the pump. Troubleshooting was not completed as the customer declined. The customer also reported a melted belt clip as the customer works in an extremely hot environment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No missing segments were noted. The drive support disk was inspected and no anomaly was noted. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. (B)(4).